Event description:
Caller reported damage to pump housing surrounding the usb port, which impacted the ability to charge the pump, though it did not cause the pump to shut down. The customer¿s blood glucose level was 9.9 mmol/l. Technical support arranged to replace the pump.